Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead 50cm.

Event description:
A report was received that the patient was experiencing low grade fever and she felt crappy. It was also reported that the physician does not believed that she had an infection and the symptoms patient felt were not device related. The patient was safely placed on antibiotics per physician's preference and was reportedly doing well.